Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The provided fluoroscopic videos were reviewed by an abbott senior staff engineer clinical r&d engineer. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The provided fluoroscopic videos were reviewed by an abbott senior staff engineer clinical r&d engineer. The reviewer stated, ¿two (2) fluoroscopic videos were provided. The first video was taken immediately post deployment (mechanical separation) of the first clip reported for cowl. In the video, the clip arm angle appears to be ~25° - 30°. The second video was taken during active deployment of the second clip (no reported issue) which appears to be in a fully closed position of (~10° - 15°). The first clip (bottom clip) appears to maintain an arm angle of ~25° - 30°. While these are estimations based on visual assessment with the unaided eye, it is apparent that the first implanted clip (reported device) is opened to a larger degree than the second clip which did not have a reported issue. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. The reported post deployment cowl cannot be confirmed since no pre-deployment cine was provided. There are no other observations based on the videos provided.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 40220r2073) was placed on the valve successfully. After detachment from the delivery catheter during deployment, the clip opened to more than 30 degrees (clip opened while locked (cowl)). There was a chunk of calcification on the leaflets that may have contributed to the reopening. A nt mitraclip (lot: 30829r1079) was placed laterally to stabilize the cowl and further reduce mr. The procedure ended with mr reduced to grade 2. There were no patient effects or clinically significant delay.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.